Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, when the surgeon was going to fire the device, the blade does not move forward, even when the surgeon close first the closing trigger and then the firing trigger (plastic to plastic). The cutting process doesn`t happened neither the staple formation. There was no damage because the blade did not move forward. There were no adverse consequences for the patient.